Event description:
It was reported that while in use on patient the cardiosave intra-aortic balloon pump (iabp) generated an alarm due to a blood back event. There was no patient harm; thus, no adverse event reported.

Manufacturer narrative:
(B)(4). A getinge service territory manager (stm) was dispatched to investigate.the stm evaluated the iabp for traces of blood incursion and replaced the blood contaminated patient interface module (0997-00-1178). The stm then calibrated the iabp to factory specifications, all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).